Event description:
Ultra fast fix meniscal suture in the operation room was taken out of sterile, not damaged package. Before starting implantation surgeon noticed that white foam piece isn't at place. However trigger hasn't been activated and first implant was in the proper place. After placing first implant surgeon slid trigger for implanting second implant but there wasn't a second implant. Just one implant and a suture. Meniscus damaged after sutured.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).